Event description:
The suction catheter was attached to the tracheostomy tube via a catheter mount (flex tube). The pt was restless and was disconnecting the catheter mount the morning of the event. In the afternoon, a rn went to reattach the catheter mount once again and noticed a piece of the suction catheter was lodged in the tracheostomy tube. The catheter in place was intact and the user reports that the catheter piece inside the tracheostomy tube was "an extra piece from the packaging". Sims does not provide an "extra piece" of catheter in the package. The catheter piece was removed and there was no pt compromise.